Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. The clinical / medical evaluation concluded that since no relevant clinical medical information was provided a thorough medical assessment could not be performed. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Revision surgery was performed due to suspected infection. Insert was replaced. Other products were remained. No backup required and no delay recorded.